Event description:
Dr. Reported seeing reflected laser light while operating the laser slit lamp.

Manufacturer narrative:
The "date of this report" field, b4, was mistakenly given the date from the "date of event" field, b3. The correct date for b4 for this report is 12/29/1997.